Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, an open reduction internal fixation (orif) with variable angle (va) locking x-plate was applied to surgery for hallux valgus. During the procedure, a va locking x-plate broke when the surgeon was bending the plate using the two (2) bending pliers. Thus, the surgeon substituted an unknown angular stable x-plate (extra small) for the broken plate. There was a gap between the plate and the bone at the distal part. The surgeon did not bend the plate due to the possibility it might break again. As a result, the position of the unknown distal locking screw was quite close to the bone. One piece of an unknown headless compression screw (hcs) was inserted for support. The surgery was successfully completed with a thirty (30) to sixty (60) minute surgical delay. There was no adverse consequence to the patient. Concomitant device reported: bending pliers (part # 03.211.005, lot # unknown, quantity 2), unknown distal locking screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) 2.4/2.7mm ti va lckng x-plate extra small-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 04.211.201s, lot: 1l60234. Manufacturing location: raron, release to warehouse date: oct 19, 2018, expiry date: oct 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This implant was manufactured from forging blank 60059693 lot 1l15296 made in raron as well. The raw material certificate was reviewed and the used material was according to specification for implants for surgery. H3, h6: the visual inspection of the received x-plate has shown that the outer part of one va locking hole broke off as complained. At the va locking hole next to the broken hole are clearly visible marks from a tool. Because of the damages, the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The device met the specifications at the time of manufacturing and distributing in october 2018. There are strong marks at the fragment of the locking hole visible, also it is clearly visible that the fragment was strongly bent downward before it broke. This let us assume that a mechanical overload, by applying too much force only onto the outer ring of the va locking hole, did lead to this breakage during contouring. There was no information about the used bending tool provided, the bumpy surface at the damage does indicate that the tool had either no flat surface or was not completely closed during bending. The surgical technique mentioned that the instrument 03.211.005 must be used. These bending pliers are designed to protect the variable angle holes during contouring. The feature on the pliers lines up with the cloverleaf design in the plate. Two pliers are used to contour the plate. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further provided that surgeon commented that the acceptable bending range of the plate is too narrow. There was no mark or indication showing the acceptable range of bending.